Manufacturer narrative:
Corrected information provided in b.2., b.5, h.2., and h.11. Upon further assessment, it has been confirmed that the bulge and protrusions at the front part of the probe were identified to be foreign material and not a bent issue of the probe. The reported event 1644019-2025-02439 does not meet criteria for reporting as per applicable regulation. No further reports will be submitted under mfg. Report number: 1644019-2025-02439. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further assessment, it has been confirmed that the bulge and protrusions at the front part of the probe were identified to be foreign material and not a bent issue of the probe.

Event description:
A physician reported that there was bulge and protrusions at the front part of the probe due to which it could not be entered smoothly into the eye during vitrectomy surgery. The procedure was delayed for fifteen minutes. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).